Manufacturer narrative:
(B)(4). The complaint rt225 infant bias flow breathing circuit was not returned to fisher & paykel healthcare for evaluation. Questions were asked to the customer. Our investigation is thus based on information provided by the customer and our knowledge of the product. The customer further reported that the water feedset spike was still in the winder during the leak test. We are unable to determine what caused the reported event. However, it is most likely due to the feedset spike was still in the winder during the leak test. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt225 infant bias flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specification at the time of production. Our user instructions that accompany the rt225 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that an rt225 infant bias flow breathing circuit is leaking and failed a ventilator leak test before use. There was no patient involvement.